Event description:
It was reported that the pt experienced erosion since there was "metal showing" over the area of his pump. The pt stated the hole was bigger than the "end of a pencil." This was the first instance and occurred during a normal refill cycle. The pt was noted as in good condition. The drug, dosage and concentration were unk. Additional info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4).